Manufacturer narrative:
Correction: FDA site ID; d3. Product event summary: the 990063-020 mapping catheter with lot number 228221145 was returned and analyzed. The introducer was not returned. Visual inspection of the mapping catheter was performed. The loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was ribbed at approximately three inches from the loop distal tip. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. The shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. The introducer/loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the mapping catheter shaft as it cannot be re-inserted due to the curvature of the distal loop. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the tip kink issue was not confirmed through testing and the mapping catheter failed the returned product inspection due to ribbed material on the pebax tubing and the introducer removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was removed from the package and  could not be advanced into the insertion tool. It was observed that the mapping catheter tip was kinked. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.